Manufacturer narrative:
H10: internal complaint reference case (B)(4) . H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is on the insertion device and is partially missing threads. The missing threads were not returned. The sutures are run through the cannula and tied at the cleat. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include use of excessive force during insertion, this can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, after preparing the insertion site with a footprint punch, the surgeon inserter the healicoil anchor intraarticularly, and when it was being screwed, one side of the thread steps came off, leaving half of the implant, and it did not work properly. The procedure was finished with a smith and nephew back up device. No delay or further complications were reported.